Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Approximately 7 years have passed since the device was manufactured. Omsc surmised that the reported phenomenon occurred due to the following causes. - the electronic components of the circuit board were broken due to the long-term use of the subject device. - due to the influence of humidity, dust, etc. - when connecting the endoscope, the connection was made with an excessive load such as diagonal, bending, pulling, twisting, crushing, etc., which caused an abnormal connection with the video connector. - since the video connector was pulled out without unlocking the video connector socket, the locking mechanism did not work properly, loosening occurred, and a communication error with the endoscope occurred.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The cause of the event is currently under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on july 1,2021, it was found that the image of the subject device was not displayed when the endoscope of 180 series was connected to the subject device since the video connector socket and the circuit board of the subject device were broken. Other detailed information was not provided. There was no report of patient injury associated with the event.